Event description:
Correction - it was previously reported that an x-ray occurred on (B)(6) 2009 and showed that the catheter did not migrate, and an MRI without contrast on (B)(6) 2009 was unremarkable; that the x-ray on (B)(6) 2009 showed a catheter kink in the intrathecal section. This information no longer applies to this event. The following previously reported information still applies to this event: [it was reported that the patient experienced increased pain and withdrawal symptoms. A CT scan without contrast was done end of (B)(6) 2008 and revealed the catheter had migrated. A catheter revision was done (B)(6) 2008. The patient outcome was noted as resolved without sequelae on (B)(6) 2008.] The catheter was noted to have been replaced on (B)(6) /2008. Please see manufacturer's report #3004209178-2010-06526 for information pertaining to a catheter kink in (B)(6) 2009.

Manufacturer narrative:
Correction ¿ it was previously reported that the migration occurred with catheter (B)(4). New information suggests the migration occurred with (B)(4). Concomitant product: product ID 8709, serial# (B)(4), explanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
Additional information received reported that an x-ray occurred on (B)(6) 2009 and showed that the catheter did not migrate, MRI without contrast on (B)(6) 2009 was ¿unremarkable.¿ x-ray on (B)(6) 2009 results catheter kink in the intrathecal section.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient experienced increased pain and withdrawal symptoms. A CT scan without contrast was done end of (B)(6) 2008 and revealed the catheter had migrated. A catheter revision was done (B)(6) 2008. The patient outcome was noted as resolved without sequelae on (B)(6) 2008.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # n112518015, implanted on: (B)(6) 2008, explanted on: (B)(6) 2012; (B)(4).